Event description:
This is a spontaneous case report received from a other health professional via regulatory authority (case# mw5064410) in united states on 19-sep-2016 which refers to a female patient of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2001 for contraception. On an unspecified date the patient experienced pelvic pain and dyspareunia. An ultrasound was done in 2016 and showed right sided essure device was no longer in fallopian tube. Laparoscopic bilateral essure removal was done on (B)(6) 2016. Follow up information received on 30-sep-2016: no further information could be obtained. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted for contraception and 15 years later, an ultrasound showed that right side essure device was no longer in fallopian tube (interpreted as device dislocation into abdominal cavity). She underwent bilateral laparoscopic essure removal. Device dislocation is listed in the reference safety information for essure. Although the exact date and mechanism of this dislocation is unknown, given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 24-oct-2016 - quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted for contraception and 15 years later, an ultrasound showed that right side essure device was no longer in fallopian tube (interpreted as device dislocation into abdominal cavity). She underwent bilateral laparoscopic essure removal. Device dislocation is anticipated in the reference safety information for essure. Although the exact date and mechanism of this dislocation is unknown, given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.